Event description:
During a clinic follow-up, the device was unable to be interrogated. A magnet was used and the device was able to be interrogated successfully, however, when attempted later during that same day, the device was unable to be interrogated again. A few days later, the device was able to be interrogated successfully multiple times. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of difficulty to interrogate the device on (B)(6) 2023 was confirmed. There was unstable telemetry seen and errors indicating the programmer failed to connect with the device and failed to open the telemetry channel. The telemetry was stable on (B)(6) 2023. The exact cause of the unstable interrogation before a magnet was applied, on (B)(6) 2023, cannot be determined with the available data.

Event description:
Additional information was received that the device migrated.